Manufacturer narrative:
System checkout was performed in a related file. Please reference MDR 1723170-2018-05229. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, when the site was setting up between cases, the system displayed "localizer not connected". A manufacturer representative disconnected and reconnected the emitter and instrument interface box, and the message cleared. There was no patient present when this issue was identified.